Event description:
The facility is reporting that during a shoulder procedure the distal portion of an expressew needle broke off into the body. All was retrieved and the case was concluded successfully without further incident or harm to the patient.